Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with (B)(4) units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered manual injections to address bg level.